Event description:
A falsely elevated ctni result of 1.14 ng/ml was obtained on a sample from a patient. The result was not reported to the physician. The specimen was retested and a result of 0.02 ng/ml obtained. The same specimen was tested on a different analyzer and a result of 0.0 ng/ml was obtained. The result was not reported to the physician. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni result. Analysis of the instrument data identified instrument issues.

Manufacturer narrative:
Dade behring personnel identified the potential cause as splashing on the sample wheel of the heterogeneous module of the instrument. Service personnel were dispatched. There have been no subsequent reports of this issue for the customer.